Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a paddle failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6) university.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the paddles are faulty. The field service engineer (fse) visited onsite and evaluated the device. It was determined that the paddles and paddle tray are covered in debris and residue. The fse adjusted the paddles in the tray, and after cleaning both the adult and infant paddle electrode surfaces thoroughly, the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was caused by debris and residue on the paddles and paddle tray. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. After cleaning both the adult and infant paddle electrode surfaces thoroughly, the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.